Event description:
It was reported that the handpiece was overheating during a procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was confirmed. Upon disassembly the bearings in the handpiece were worn/damaged and the motor was corroded. The bearing damage caused the bearings to run roughly resulting in friction with generated heat within the handpiece. The cause of the corrosion is unk. The handpiece was repaired, passed all outgoing inspection, and was returned to the customer.